Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called into patient services to provide answers to patient letter. The patient confirmed they have not made an appointment with the doctor; no contact made. There was no fall leading up to the event, no known circumstances leading up to loss of stim. The patient has confirmed that they are feeling stim now; programming seems to be all back to normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they woke up on (B)(6) 2021 and noticed they couldn't feel stimulation as they normally would. Pt confirmed stimulation was turned on and they were on group c. Pt mentioned they always use group c with an intensity of 4.1 amps. Patient services (ps) instructed pt to increase stimulation to see if they could feel it and they could not. Pt then attempted to switch to group a and confirmed they could feel stimulation in their arms. Pt then switched to group b and couldn't feel stimulation. Pt inquired about what areas the different groups target. Ps reviewed information and told pt it's best to address this with their physician. The patient was redirected to their healthcare provider to further address the issue.